Manufacturer narrative:
The device was returned for analysis and the stent was noted to be exposed. Additionally, the proximal spool was dislocated from the pivot web thumbwheel. The reported activation failure was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It is possible that the distal shaft was bent in the very acute aortic bifurcation preventing the shaft lumens from moving freely, resulting in resistance with the thumbwheel and difficulty deploying the stent; however, this could not be confirmed. The investigation determined a conclusive cause for the reported activation failure cannot be determined. Additionally, it is possible manipulation of the thumbwheel due to the reported difficulties resulted in the noted internal mechanism damages (dislocated proximal spool, smashed axil pins); however, this could not be confirmed. Manipulation of the device likely resulted in the noted exposed stent implant. The noted multiple bends on the jacket likely occurred due to handling or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a chronic totally occluded lesion in the superficial femoral artery (sfa). A crossover approach was taken and the aortic bifurcation was very acute. The 6.0x150mm absolute pro self-expanding stent system (sess) completely failed to deploy and the sheath did not retract when turning the thumbwheel of the delivery system. The physician was not able to treat the patient due to other issues that the patient had. The patient went home the same day and will be treated some other time. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided. Returned analysis of the device shows that the stent implant was exposed 7mm from the distal end of the sheath. The proximal spool was dislocated from the pivot web thumbwheel.

Manufacturer narrative:
Subsequent to the original filing, on may 11th, 2022, abbott determined that a field safety notice was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks. H6: investigation conclusions code 4315 removed; 4311 added.